Event description:
Customer reported that he was getting in the car and his belt clip broke; the insulin pump fell and the screen and reservoir compartment broke. Customer stated that the lcd screen and the reservoir compartment are cracked. Blood glucose value is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, lcd window, reservoir tube window and case at reservoir tube window corners, minor scratches on lcd window case and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.